Manufacturer narrative:
The device was returned to b+l. Visual inspection found the lens is in the compression zone of the returned delivery device. The drawer of the delivery device is not fully closed. Functional testing cannot be performed due to the damage. The lot number was not provided. Therefore, a device history record review could not be conducted. Based on the current information, the root cause of the event could not be conclusively determined. However, it is likely that user related factors may have caused or contributed to the event.

Manufacturer narrative:
The device has been returned and is currently under evaluation. Results will be submitted to the FDA in a follow-up report.

Event description:
According to the physician, the injector jammed the lens. The patient required sutures and incision was enlarged. Another model lens was implanted. Prognosis of patient is reported good.